Event description:
The following has been reported: I have a volumetric pump that has a fault. Fault: timekeeper error 30. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.